Event description:
The customer reported obtaining a high mean corpuscular volume (mcv) result of 105 for one (1) patient sample from the coulter ac*t diff 2 analyzer. The customer indicated that the instrument did not generate any instrument flags for this event. Subsequent repeat of the same sample on an alternate ac*t diff 2 analyzer produced lower mcv result of 92. The customer also reported that the mcv on controls were biased high causing hemoglobin and hematocrit (h&h) to not match on samples. The customer stated that no erroneous results were reported out of the laboratory and there was no change or effect to patient treatment in connection with this event. The sample was collected in a vacutainer tube. Quality control (qc) results prior to and following the event recovered within specifications.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the red aperture voltage (rav) was low at 8.92 indicating a cracked red blood cell (rbc) aperture. The fse replaced the rbc bath aperture assembly and the rav read 9.60. The fse then adjusted the mean corpuscular volume (mcv) calibration factor using control data, performed reproducibility test, and confirmed all three levels of controls recovered close to target values. Failure mode of the event is attributed to a cracked rbc aperture.